Event description:
The manufacturer received information alleging device will not turn on and difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, device will not turn on and difficulty breathing/short of breath, that are related CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the both external and internal investigation, unknown white and black dust-like substances were found at the air inlet of the blower box, which are not consistent with degraded sound abatement foam. Additionally, there is unknown white dust-like contamination present at the entrance of the iso port. Dust-like contamination was observed on the top and bottom of the blower motor and its seal. Potential mineral deposit spots were noted on the top and bottom of the blower motor, suggesting possible water ingress. Similar potential mineral deposit spots were observed on the bottom of the blower box, indicating potential water ingress in that area as well. Furthermore, black contamination consistent with keratin was identified at the air outlet of the blower box. Lastly, black dust-like contamination, which is inconsistent with degraded sound abatement foam, was found in the bottom of the enclosure. Using a known good power supply and ac power cord, they verified the base unit provided airflow. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. In this report, section h6 has been updated.